Event description:
It was reported that during a procedure to treat a de novo lesion in distal circumflex coronary artery with mild calcification, pre-dilatation was performed. A 3.5x28 mm rx xience v stent delivery system (sds) was advanced and mild resistance was felt with the patient anatomy. Nominal force was applied against resistance and the proximal shaft near the hub separated into two pieces. There was no interaction of devices. The separated portion of the sds was simply withdrawn from the patient anatomy without issue. Another same size rx xience v sds was used to complete the procedure. The patient was doing well and there was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: advancement against resistance. The device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Advancement against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.